Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the up arrow button on the insulin pump does not responding. No events leading to the keypad issue. Blood glucose value was 8.5 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during physical inspection.